Event description:
It was reported that a device was used during a laparoscopic assisted vaginal hysterectomy. The rubber seal broke off and fell into the pt's abdomen. The surgeon retrieved the seal from the pt. Another device was used to complete the case. There was no consequence to the pt.